Manufacturer narrative:
H.10: the unit was returned to the manufacturer site for repair. An error code associated to the air channel was displayed during the calibration phase. Moreover, a deviation on the co2 channel was detected. Thus, the reported issue could be confirmed. The mass flow controller for co2, mass flow sensor for co2 and mass flow sensor for air/o2 will be replaced to solve the problem. The root cause of the reported event is traceable to a failure of the above mentioned components.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system does not meet the specifications anymore. The issue was identified during maintenance. There was no patient involvement.